Event description:
It was reported that during a follow-up, the physician noted erosion of the device pocket. A pocket revision was performed and the patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.